Manufacturer narrative:
(B)(4). This medwatch is in response to mw 5083786 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report to review which layer of tissue the suture was used? Can you clarify the suture type (vicryl or vicryl rapide)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported via mw 5083786 that the patient underwent excision for basal cell on left upper arm on (B)(6) 2017 and suture was used. Following the procedure, the incision spontaneously split open and oozed black-red pus. After 2 years and 2 course of antibiotics and surface scar biopsy, the entire length of the original incision is painful and the deltoid muscle is sore directly under the scar. No additional information was provided.